Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Engineering also found the same grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to derailment. There was an indentation at the edge of the distal pulley. The evidence is not conclusive however; it was likely due to mishandling. Also visible scratches on the surface of the pulley. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sigmoid colectomy procedure the large suturecut needle driver instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.